Event description:
It was reported that the pulse generator exhibited elective replacement indicator. The device was re-interrogated and resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.